Manufacturer narrative:
Device technical analysis: the returned superion implant was analyzed and revealed that the spindle cap was completely separated from the implant body due to weld integrity issues on all four welds. Investigation conclusion: with all available information boston scientific concludes that the reported event of the top portion of the spacer dislodging itself from the implant was caused by a manufacturing deficiency. The spindle cap was completely separated from the implant body due to weld integrity issues on all four welds.

Event description:
It was reported that during the superion implant procedure the top portion of the spacer dislodged itself from the implant and was removed. The physician completed the procedure successfully but decided to leave the spacer with the missing portion implanted in the patient. The patient was noted to be doing well post procedure.

Event description:
It was reported that during the superion implant procedure the top portion of the spacer dislodged itself from the implant and was removed. The physician completed the procedure successfully but decided to leave the spacer with the missing portion implanted in the patient. The patient was noted to be doing well post procedure.